Event description:
The report from the affiliate indicated that this pt experienced a thrombosis of two cypher stents, approx five days post implantation. This was treated with aspiration thrombectomy and re-intervention (ptca). This pt was admitted to the hosp with a chief complaint of unstable angina. The pt was currently taking aspirin. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, long (30mm), non-calcified, c-type lesion in the proximal to mid lad. A bolus of 10,000 units of heparin was administrated via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with a 2.5 x 13mm balloon inflated to 22 atms for 120 seconds. A second cypher (3.0 x 18mm) stent was deployed to 12 atms for 30 seconds. This was placed proximal to and in overlapping fashion with the first. The stents were both deployed with satisfactory results. The stent was not post-dilated. Ivus was not conducted. Residual stenosis was reported to be 0%. The pt was discharged on aspirin, ticlid, and warfarin, for which he is reported to have been compliant. Approx five days later, the pt returned to the hosp due to chest pain. ECG demonstrated increased st segments in lead v1-v5. Repeat angiography demonstrated a thrombus in the previously stented segment of the lad. This was treated with aspiration thrombectomy and balloon inflation with a 2.5mm balloon. Physician's coments: pt was a little dehydrated and probably the warfarin potassium was not sufficient.